Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: p elite ous mr 28 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent that the stent found that a stent strut on the seventh proximal stent strut row was lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and mid-shaft section and the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jan2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% in-stent restenosed, 24mm x 4mm concentric, target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After pre-dilatation with residual stenosis of 40%, a 28x3.50mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the another device was used and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.